Event description:
It was reported there was noise and oversensing on both leads. There was a large amount of noise with manipulation of the ipg. It was also reported the ipg had low battery voltage of 2.69v. The battery voltage had decreased from 2.72v to 2.69v in 3 days. The patient had a prior double mastectomy and the pockets were very tight, with little room. The physician suspected the leads were rubbing on the ipg. The patient was reported to be very active. At changeout, "divots" (insulation degradation) and significant amount of insulation wear were noted on both leads. The device and both leads were replaced. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead analyzed; outer insulation breached depression; full lead analyzed. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead analyzed; outer insulation breached depression; full lead analyzed. Analysis found the battery had higher than expected internal resistance which caused incorrect rtt (real time telemetry) battery voltage measurements.